Event description:
It was reported that the patient presented remotely via merlin.net and subsequent follow-ups. It was noted that the right atrial lead exhibited high capture threshold which has risen acutely since the patient¿s last clinic visit. The lead was capped and replaced on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
(B)(6) 2025 is an estimated event date.